Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing broke and was leaking unspecified fluids. There was no report of patient harm.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report that the tubing broke was confirmed. Visual inspection of the upper fitment component observed a tear on the silicone segment. The tear measured approximately 0.02 inches long. No crush marks or tool marks were observed around the upper fitment. Functional and pressure testing was performed; fluid was leaking out of the observed damage. The root cause was not identified.